Event description:
Patient reported infusion set cannulas were bent upon removal from site. She indicated that during the previous two weeks, it was extremely painful to remove the introducer needle. Patient stated that her blood glucose level was elevated (261 - 475 mg/dl). Her normal range was 90-140 mg/dl. She indicated that she believed she was "spilling ketones", but she did not seek medical assistance. Patient reported symptoms of nausea, headache, and extreme thirst. She stated that she injected humalog to address the elevated blood glucose level. No medical assistance was reported. Product was requested to be returned for evaluation.